Manufacturer narrative:
Analysis was not performed by philips; however, a remote service engineer (rse) provided remote support for the customer, who indicated the pressure readings were inaccurate. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty ibp assembly components. The issue was resolved by replacing the ibp port, ibp-2g connector adapter and ibp board. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the invasive blood pressure (ibp) reading was inaccurate. The device was in use on a patient at time of event, there was no adverse event reported.